Event description:
The implant could not be placed because the cover screws would not engage onto the implant. The surgeon attempted to engage four different cover screws onto the fixture. During the same surgery the surgeon was able to place a different implant into the site. No pt injury has been reported.